Event description:
The tip of this guiding catheter broke and detached in the coronary artery during a percutaneous transluminal coronary angioplasty and migrated to the proximal portion of the left anterior descending artery. Scheduled bypass surgery was postponed. Surgical retrieval of the detached tip has been unsuccessful to date. However the prognosis of the pt is good. The user facility will not release this product for eval. Therefore, no failure analysis will be available. This device had exceeded its expiration date which may have contributed to this event. However, as co's attempt to gain further info with regards to the circumstances surrounding this event were unsuccessful and co is unable to evaluate the product, co cannot determine the exact cause for this event. Co's directions for use state: "catheter should be advanced under fluoroscopy and with extreme caution."